Event description:
It was reported that the insulin pump alarmed no delivery. The customer's blood glucose was unknown. Troubleshooting could not be completed because the customer had removed the battery and did not have a fresh battery to replace with. The caller stated that they would call later if any further assistance was needed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).